Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was recently discharged on (B)(6) 2021. The patient had been admitted due to frequent low flow alarms. Multiple studies were done to evaluate the outflow tract (known kink in graft; manufacturer report number: 2916596-2021-00486) in cath lab the speed was increased. Sotalol was stopped due to qtc and cardizem was started upon discharge. On (B)(6) 2021 the patient had complaints of dizziness with ha in the morning. The patient went to the ER for evaluation. A log file was reviewed which found low flow hazard alarms between (B)(6) 2021 at 0541 and (B)(6) 2021 0625. Following this time, the set speed was increased which resolved the low flow alarms. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low flow hazard alarms; however, a specific cause for the low flow events could not conclusively be determined through this evaluation. Additionally, direct correlation between the reported events and heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be established through this evaluation. It was reported that the patient was recently discharged on (B)(6) 2021 after having been admitted for low flow alarms. The pump's speed was reportedly increased. Cardiac arrhythmia medication was stopped due to q-t interval correction, and the patient was started on chest pain medication upon discharge. On (B)(6) 2021, the patient had complaints of dizziness with headache in the morning. The patient was sent to the emergency room (ER) for evaluation. The submitted log file contained data from (B)(6) 2021 and captured intermittent low flow alarms on (B)(6) 2021. Following this time, the pump speed was increased which resolved the low flow alarms. There were no other notable pump-related findings, and the device appeared to have operated as intended above the low speed limit. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate ii lvas instructions for use (IFU) lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate ii lvas. This document also outlines all pump parameters (including flow), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, provides information regarding the assessment of pump flow, and states that changes in patient conditions can result in low flow alarms. In addition, the IFU also outlines all system controller alarms (including the low flow hazard) and the appropriate actions associated with each alarm condition. The IFU further cautions the user that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. No further information was provided. The manufacturer is closing the file on this event.